Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charge and booted. Manual "try it" testing was performed and passed. Drop testing was performed and passed. A global receiver tool sound test was performed and passed. A receiver functional test was performed, and it passed the all relevant testing. The receiver case was opened for an internal inspection and passed. Speaker resistance was measured and was within specification. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.